Manufacturer narrative:
Review of the real time measurements trend report showed that the ventricular pacing lead impedance increased from 760 ohms at implant in 2008 to 2000 ohms on the following month. The the device's header wires were examined using x-ray. No anomalies were observed. It is believed that the high pacing lead impedance anomaly was due to a poor setscrew lead connection in the header. The devvice tested normally on the bench and on the automated electrical test system. All device functions were normal.

Event description:
It was reported that unacceptable measurements were observed on the rv lead. Measurements with the psa were normal. The physician decided to change the device instead of the lead.